Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the device displayed an error message (sf147) related to the main blower. The main circuit board was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device display was red. There was no harm or serious injury reported as a result of the event.